Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited two high ventricular rate episodes. It was noted that these episodes appeared to actually be the right ventricular lead over-sensing lead noise. The capture threshold and impedance trends for the right ventricular lead were stable. However, the sensing threshold was fairly variable. It was suspected that the right ventricular lead had lead integrity issues. Programming changes were discussed. No interventions were made. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2021-29461 new information received noted that the right ventricular lead was explanted due to over-sensing lead noise. During the explant of the right ventricular lead, the atrial lead was dislodged. The physician decided to explant the atrial lead as well. Both leads were explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of oversensing lead noise, r-wave amp variation, and lead integrity issues were confirmed. Final analysis found that as received, a partial lead (only distal portion) was returned in one piece. Analysis found, an external insulation abrasion at 44.4 ¿ 44.6 cm from the distal tip, breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of reported events was due to external insulation abrasion and the exposure of the outer coil in the abraded region consistent with friction to the device can.